Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic colonoscopy, when disposable biopsy forceps were used bleeding occurred which required a clip.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and additional investigation details. Updated fields: b5, d8, g2, h2, h4. Corrected fields: d4. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Images provided by the customer were available and upon reviewing the images, confirmed bleeding had occurred from the tissue. A root cause could not be identified since the actual product was not sent to olympus and it was not possible to verify whether there was any abnormality with the product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer, stating that the bleeding was a size of a bite, categorized as mild. The health care provider used a clip to stop the bleeding. There were no reports of further patient harm.